Manufacturer narrative:
Manufacturer's report date: 07/28/2015.

Manufacturer narrative:
Manufacturer's report date: 06/23/2015. The customer's report of separation was confirmed. Visual inspection of the separated tubing end under a microscope observed insufficient solvent applied. The set was separated at the engagement between the drip chamber's nitro tubing and burette cylinder components. The separated nitro tubing component was measured to be within specification. Functional testing was not performed due to the set separation. The root cause of the customer's report was identified as insufficient solvent being applied at the tubing engagement during the manufacturing process.

Event description:
The customer reported during filling of the burette chamber, the "tubing slipped out". There was no report of patient harm or medical intervention. Although requested, no additional patient or event details were provided by the customer.

Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.